Event description:
Customer alleged that comfort curve blood glucose test strips were labeled with an expiration date of 06/30/2006. Batch records show the actual expiration date to be 06/30/2006. No serious adverse event was reported in connection with the alleged malfunction. The suspect product is unavailable for return; replacement product was sent.